Event description:
It was reported that the iris leafs were visible when the 9600 system was put in the mag 2 setting. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced image intensifier tube. The system was tested and found to be working as intended and placed back into service.